Event description:
During a revision surgery on (B)(6) 2014, the radial head is removable from the stem without using any force. The surgery was to place a cap to constrain the latitude. During surgery the radial head prosthese was visibly not fixed in cement. During removal of the radial part of the prosthese the head just came off the stem.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.